Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'door not closed error' was reproduced. A review of the event history log (ehl) revealed occurrences of 'door not closed error' messages. The reported condition was verified. The cause of the condition was determined to be a failed lower latch switch. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a door not closed error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.